Event description:
Patient called lfs in 2003 alleging their meter would only prompt an error 5 message. They attempted to test and obtained an error 5 message. They reported symptoms of sweatiness and dizziness so they ate a banana. Patient then went to the hospital after eating and was treated with insulin and an IV drip. Patient does not remember the result at the hospital. The issue with the meter was not resolved with troubleshooting. No further information has been reported. This case is being reported as a malfunction medical because there is insufficient information that the meter caused or contributed to a serious injury.